Event description:
It was reported that during the procedure in the heavily calcified, mildly tortuous mid left anterior descending artery for treatment of a 90% de novo lesion, intravascular ultrasound was performed. A 2.75x12 nc trek rx dilatation catheter was advanced with slight resistance due to the anatomy, for pre-dilatation. The balloon was inflated to 12 atmospheres. During the second inflation, the balloon ruptured at 14 atmospheres. The device was withdrawn from the anatomy and atherectomy was performed followed by balloon dilatation using a non-abbott device. A promus stent was deployed successfully and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher ebu3.5. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.